Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used in the distal bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the stent was advanced along with the guidewire; however, it became stuck in the papilla and was unable to be advanced into the target area. When the device was removed from the endoscope and was checked, it was noted that the tip of the inner sheath had been cut diagonally. The procedure was completed with a non-boston scientific device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break. Block h11: a flexima plus biliary delivery system was received for analysis; the stent was not returned. Visual inspection found the tip of the guide catheter was cut diagonally, confirming the reported event. The push catheter suture hole was torn. No other problems were noted with the delivery system. Product analysis confirmed the reported event of catheter-guide break; however, the reported event of stent difficult to advance was not confirmed. Boston scientific initiated an investigation to further investigate flexima biliary stent "catheter-guide break" complaints and determine whether any additional corrective actions are warranted. Boston scientific's investigation found that the current tip-cutting process can lead to process variation. Boston scientific is currently implementing solutions which include the introduction of cutting fixtures and additional inspections to mitigate process variation during the tip cutting process.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used in the distal bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the stent was advanced along with the guidewire; however, it became stuck in the papilla and was unable to be advanced into the target area. When the device was removed from the endoscope and was checked, it was noted that the tip of the inner sheath had been cut diagonally. The procedure was completed with a non-boston scientific device. There were no patient complications reported as a result of this event.